Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6)-year-old female patient who had essure (batch no. 886674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), urinary tract infection ("urinary infection"), back pain ("back pain"), migraine ("migraines"), depression ("depression") and nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2012, the patient experienced fatigue ("fatigue") and allergy to metals ("nickel allergy"). In 2013, the patient experienced mood swings ("mood swings"). In 2014, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), tooth disorder ("dental problems"), vaginal infection ("vaginal infections") with vaginal discharge, urticaria ("hives"), headache ("headaches") and rash vesicular ("chronic sores spread over the body") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, ibuprofen (motrin), paracetamol (tylenol) and surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, tooth disorder, alopecia, hormone level abnormal, urinary tract infection, vaginal infection, back pain, dyspareunia, migraine, fatigue, depression, menorrhagia, urticaria, female sexual dysfunction, dysmenorrhoea, mood swings, headache, nausea, allergy to metals and rash vesicular had resolved and the weight decreased outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash vesicular, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: on (B)(6) 2013: pelvic sonogram impression: 1. Negative uterus. 2. Negative ovaries. 3. Essure device in the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4) kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: it was reported that essure was removed by hysterectomy and that all symptoms resolved after surgery. On (B)(6) 2018: no new information. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.